Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the right ventricular lead had a high capture threshold. The patient felt light headed, and it was discovered that the threshold was higher than the programmed outputs so there was loss of capture. The lead was explanted and replaced, and the patient was in stable condition.

Manufacturer narrative:
Product was not returned for analysis. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.